Event description:
The customer contacted baxter's service center regarding a connection issue. The care giver (cg) stated that the transfer set had separated from the catheter and had fallen onto the floor. The cg had then placed a clamp on the catheter. The technical service representative (tsr) advised the cg to cover the opening of the catheter as well. The tsr advised the cg to call the patient's peritoneal dialysis registered nurse (pdrn) or medical doctor (md) right away. The cg stated that the md was out of town and was unable to get a hold of the pdrn. The tsr advised the cg may go to an emergency room (ER). The cg stated that the patient was going to go home the following day and was not going to go to the ER that night. The tsr advised the cg to call the md?s number as the md may have an answering service and call the cg back. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the issue had been resolved and the transfer set had been replaced. She did not know how long the transfer set had been in use, but stated that the patient was relatively new and had been using peritoneal dialysis therapy for about a month. The patient only performs continuous ambulatory peritoneal dialysis on the homechoice and does not use manual supplies. The transfer set connection to the titanium catheter adapter had come loose and disconnected. There was no visible damage or residue noted in the catheter adapter. It was unknown if an assist device was used to make the connection. The set had not been previously reattached to the adapter by the patient or care giver. It was unknown when the separation occurred (during sleep, during therapy, etc). The nurse was not aware of anything that may have caused the separation. The patient stores their catheter against her body within dressing. The nurse did not know the lot number for the transfer set nor the adapter, and did not have any further product information regarding the adapter. There were no adverse effects reported in relation to this event, and the patient's therapy has been going well since.

Manufacturer narrative:
(B)(4). The product is unknown at this time. This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.